Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set cannula kinked event. The event occurred after 3 or more hours of insertion. The infusion set had been used for 8 hours. The insertion site was at the abdomen. The blood glucose level was high with presence of traces of ketons at the time of event therefore the patient was treated with correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.